Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber distal end exhibits no sign of usage. The connector is detached from fiber. The fiber exhibits no signs of melting at break location. The fiber was tested with hene laser fixture, aim beam is visible at connector opening. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
Analysis of the returned device found that the fiber connector detached from the fiber and aim beam is visible at connector opening. There was no patient or user impact.